Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and anxiety.

Event description:
Patient reported the following: "her white blood cells have increased, and infection." Also reported "weight gain" which is not related to the device. Device remains implanted. Record relates to the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ infection (unknown onset): unable to observe since it is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ deformation is observed. ¿ white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported the following: "her white blood cells have increased, and infection." Also reported "weight gain" which is not related to the device. Device has been explanted and replaced with a non-allergan device. Record relates to the left side.

Event description:
Patient reported the following: "her white blood cells have increased, and infection." Also reported "weight gain" which is not related to the device. Device remains implanted. Record relates to the left side.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.